Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure date was 2007. The pt had five stents implanted and predilatation was performed prior to stenting of the two planned vessels. Two stents were implanted in the proximal cx, and one stent in the mid lad. One stent was placed in the 2nd diagonal, which was an unplanned stent, and one more stent was implanted as a bailout stent. This was total of five stents. In 2008, the pt experienced. Atrial fibrillation and was hospitalized. Diagnostic angiography and balloon angioplasty of the 2nd diagonal was performed, target lesion. Revascularization of the mid lad with another company's stent was performed in the target lesion. No additional event or pt info is available.

Manufacturer narrative:
The second xience v coronary stent system indicated is being filed under the same MFR number. Results and conclusion summation- product performance engineering reviewed the incident. Stenosis and arrhythmia, as noted in the xience v IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. Possibly the arrhythmia was a secondary effect of stenosis, requiring hospitalization, treatment with balloon angioplasty, and revascularization. A conclusive cause for the reported patient effects and the relationship to the products cannot be determined.